Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown combination of medication via an implantable pump. The pump's indication for use (IFU) was listed as non-malignant pain. The pump and catheter were explanted in (B)(6) 2012 due a (B)(6) infection at the surgical site. Additional information, including drug information (intrathecal and concomitant drug) and the cause of the infection have been requested; a follow-up report will be filed if additional information is received.